Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing became damaged. Reportedly, a supply change was performed to address the issue. The customer¿s blood glucose level was 340 mg/dl.